Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. Failure analysis found the primary failure of frayed grip cable at the distal end to be related to the customer reported complaint. The root cause of this failure was attributed to a component failure. Also, the fbf instrument was found to have damage to the conductor wire¿s insulation. Visual inspection found the wire exposed, but not damaged. The fbf instrument passed the electric continuity test. The fbf was placed and driven on an in-house system. The fbf instrument passed the recognition and engagement tests. It moved intuitively with full range of motion in all directions. The grips opened and closed properly. The fbf instrument was fully functional and released energy normally. Root cause was attributed to a component failure. A review of the device logs for the fenestrated bipolar forceps (part# 420205-16 / lot/serial#(B)(4)) associated with this event has been performed. Per log review, the fenestrated bipolar forceps was last used on (B)(6)2022 via system serial# (B)(4). There were 4 uses remaining after the last usage. Review of the provided image is consistent with the alleged complaint of broken cable. Root cause of the failure mode cannot be confirmed based on the image provided. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a customer reported that the fenestrated bipolar forceps (fbf) cable was broken. There was no fragment falling into the patient¿s anatomy. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument did not collide with any other instrument or tool. It was confirmed that the instrument wire was suddenly broken without collision during procedure. There was no arcing during procedure. There was no patient injury.